Manufacturer narrative:
Follow-up # 1 date of submission 10/25/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/17/2013 with the following findings:during testing, the pump was powered on and the display screen was blank. When replaced with a test display, the screen functioned properly.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display issue. The display on the animas pump reportedly has a cracked display after the patient fell off his bike. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.